Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of fibrin and blood in the drain line with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the liberty select cycler and the patient event. Additionally, there is no allegation of a machine malfunction or deficiency reported for the event. Most likely the drain complication was related to the fibrin in the line. Based on available information the cause of the fibrin and blood cannot be concluded.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for a drain complication. During the call the patient reported seeing fibrin and a red substance in the line. The patient was unsure if it was blood. Additional information was obtained through the peritoneal dialysis registered nurse (pdrn). The pdrn confirmed that the patient had fibrin and blood in the drain line during treatment and went to the emergency room (ER). The patient was admitted with an unknown diagnosis. Hospital course is unknown and discharge date is also unknown. Additional information was requested but has not been received.